Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with loss of capture on the right ventricular lead. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.